Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(6). H3: analysis of the device, model # 97755 intellis recharger (rtm), s/n (B)(6), revealed fail antenna temperature test result. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was pt reported about 60 days ago error messages began to display while charging their ins. Pt did not recall details of the error messages. Pt stated the issue has seemingly worsened with time and they are having to reset the controller more often. Pt stated they spoke with a manufacturer representative (rep) and was instructed to contact patient services (pss) for assistance. Pt will be calling back for further troubleshooting when they have their equipment present. The pt also mentioned that they usually charge their ins every 1-2 days and the ins battery level is always between 60-80% when they begin charging. Pt stated they do not allow the ins to deplete below 60%. Pt called back with equipment. Pt didn't see any damage to recharger (rtm), but said one of the pins inside controller port was discolored. No symptoms were reported. Pt called back from number registered re-reporting information previously documented in this case. The pt reported receiving replace ment controller and it went into "fault over 8 times within 30 minutes of attempting to charge ins this morning with multiple battery pulls." Pt stated "call medtronic" displayed on the screen but could not give any other details. Pt was having an issue where software problem [99] was displaying on patient therapy manager (ptm) screen. Pt confirmed that they believed it was the same message displaying now and noticing recharging "pad" getting hot. Pss walked pt through resetting ptm by removing the li battery pack (bp), plugging ac power supply into an outlet then connecting ptm then reinserting bp. Pt verified ptm powered on noting battery levels for both ptm / ins 100%. During troubleshooting pt remarked, "I've done this before I'm not new to this (referring to resetting ptm). This is not acceptable what's going on here." Pss then had pt connect recharging antenna to try to recreate error message (the message did not reappear during call). Pt did mention again notifying mdt rep elizabeth johnson on 2-22-22 when the message first began appearing and reiterated that the rtm antenna gets warm all the time (for a long time / months) since having it for almost a year now.